Event description:
Consumer reports needle breakoff, injuries with pen needles. Developed an infection and had to go to the hospital and get treated.

Manufacturer narrative:
Awaiting product return to conduct quality investigation. Complaint history check run on this lot yielded other complaints for unrelated subjects. Will continue to monitor.